Event description:
End user was sitting on the rollator changing leg positions and the brake cut the end user requiring stitches.

Manufacturer narrative:
Supplemental documentation/additional information received by the end-user 10/01/2021. Email received by (B)(6), end user, on (B)(6) 2021 who provided information in regards to two separate incidents involving medline product g07887b, guardian deluxe aluminum rollator. Reporter had submitted an initial incident report to medline (B)(6) 2021 (complaint (B)(4)). In that, complaint end user had reported only one incident of injury at that time. An MDR was filed with the FDA (B)(6) 2021. Given additional information has been provided this supplemental report is being filed. End user confirms incident occurred (B)(6) 2021. End user states, she was seated on the rollator in her bathroom to apply oil on face, I moved my right leg and it "connected with brake apparatus which is very sharp, leg started bleeding." End user reports, "caregiver immediately applied pressure bandage. To multicare indigo urgent care. They directed us to deaconess hospital ER (dates not provided). I was seen by doctor and wound was cleaned and had 7 stitches." End user reports, "to multicare indigo urgent care (date not provided) doctor removed stitches and wound was infected and was given antibiotics (medication name not provided). End user reports, there is still a scab but appears to be healing ok. I have neuropathy in feet and legs. I have had two mini strokes. I have a fib. Thus the eliquis and the excessive bleeding. No further information has been provided at this time. Sample has not been returned as of the date of this report. If any further relevant information is identified or obtained, an additional supplemental med watch will be submitted.

Manufacturer narrative:
It was reported; end user was sitting on the rollator changing leg positions and the brake cut the end user requiring stitches. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has not been returned. Therefore, a root cause will be difficult or impossible to determine. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
End user was sitting on the rollator changing leg positions and the brake cut the end user requiring stitches.